Event description:
It was reported that the patient experienced an allergic reaction from their pacemaker. No intervention was performed. The patient was stable.

Manufacturer narrative:
Correction: the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.